Event description:
It was reported that during a da vinci hysterectomy procedure, the wire on the fenestrated bipolar forceps instrument was in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable was broken, causing the pitch cable on the opposite side of the instrument to become loose. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.